Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was ECG artifact in the 12 lead. There was no patient involvement.